Manufacturer narrative:
The pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The low reservoir alarm feature working properly. There was no unexpected low battery alarms noted. The pump was received with cracked case at display window corners.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 609mg/dl. The customer's most current level was 152mg/dl. The customer had been treating the high with the pump. Troubleshoot was conducted. The pump was found to be operating as designed and passed testing. Troubleshoot for low battery alert was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.